Manufacturer narrative:
The system sram and tech processor pcb assembly were removed and replaced. The system completes boot up as intended.

Event description:
The customer reported the carm doesn't boot up with the work station. No pt injury was reported.